Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and prophylactic pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment venogram was performed which demonstrated extensive thrombus within the ileal caval system. Large amount of thrombus material was noted within the inferior vena cava filter. At this point, the decision was to place a new. Interval filter in the suprarenal portion to prevent migration/pulmonary embolism of the thrombus. A cavogram was performed demonstrating normal appearance and diameter of the supernal inferior vena cava. Using right internal jugular vein access, an option vena cava was deployed in the suprarenal portion. Next, the vascular sheath was advanced just distal to the filter. Next, the 22 french aspiration cannulas were advanced, the balloon was inflated to a 1.5 atmospheres and aspiration thrombectomy was performed above the inferior vena caval filter. Using the popliteal approach, mechanical thrombectomy of the inferior vena cava was performed and the clot was pushed to the supra-filter portion and aspirated by the thrombectomy cannula. Then, the decision was to perform thrombectomy from the right common femoral approach. Next, a 20 mm x 4 cm walls tent was inserted and deployed in the inferior vena cava across the simon nitinol filter. The stent was then expanded using a 12 mm and a 14 mm angioplasty balloon. Post image demonstrated excellent result. Next, the secured filter deployed in the suprarenal portion was removed using a snare. Post inferior vena cava vertebral images demonstrated excellent result with no contrast extravasation. Approximately two years and four months later, computed tomography (CT) revealed that there was an apparent extension of the distal aspect of the legs beyond the inferior vena cava lumen was best seen on coronal imaging. 11° of medial tilt was noted. Stenting of the inferior vena cava was noted. Therefore, the investigation is confirmed for allege perforation of the inferior vena cava (ivc).the definitive root cause could not be determined based upon available information. Labeling review:the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4. H11: h6 (result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and prophylactic pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.